Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported lot number. There were no non conformance issue(s) with this production lot. Items marked "ni" are unknown to us at this time. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 jaws malfunctioned and separated. The hospital did not report any patient effects. Maquet cardiovascular anticipates return of the product in question.